Manufacturer narrative:
(B)(4). The lot was manufactured january 15, 2016 ¿ january 19, 2016. The device was received for evaluation. Visual inspection revealed that the stressmember flange was damaged. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a damaged stress member flange. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.